Event description:
The plaintiff alleges that while working as an rn the plaintiff wore latex gloves and is now sensitized to latex and is at risk of suffering anaphylactic reactions when the plaintiff comes into contact with many different commonly used products which contain the natural latex protein. The plaintiff alleges that the plaintiff has suffered from "among other things", red and itchy hands, rash, hives, shortness of breath, swollen eyes and pain in their joints. The plaintiff further alleges that in 1999 the plaintiff was diagnosed as being type I latex allergic. Furthermore, the plaintiff alleges that the plaintiff is unable to enter a medical or hospital environment where latex proteins permeate the air, entering such environments put the plaintiff at serious risk for an anaphylactic reaction. The plaintiff alleges that the plaintiff must live their life in constant vigilance for the presence of latex products, avoiding everyday common products and everyday common places. The plaintiff further alleges that the plaintiff is severely restricted in their life as to where the plaintiff can go, and what the plaintiff can do with their life, with their career, and with their family. Furthermore the plaintiff alleges that the plaintiff finds it difficult to seek medical and dental care, and entering a hospital, for any purpose, is a health hazard to them. The plaintiff alleges that the plaintiff has suffered and will continue to suffer in the future, severe emotional distress, and an inability to engage in their normal activites. The plaintiff further alleges that the plaintiff has suffered physical injuries, including but not limited to red and itchy hands, rash, hives, shortness of breath, swollen eyes, pain in their joints and other physical injuries, as well as great despair, and loss of enjoyment of life, all of which are of a permanent, continuing and life-threatening nature, and other damages. Finally the plaintiff alleges that the plaintiff has suffered great loss and depreciation of their earnings and earing capacity and will continue to suffer same for an indefinite time in the future.